Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 200 to 300mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from sidekick meter to onetouch meter; observed 35 to 38mg/dl difference between readings. Back to back blood test declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 200 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from sidekick meter to onetouch meter; observed 35 to 38 mg/dl difference between readings. Back to back blood test declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 148mg/dl, (B)(6) 2015, 04:13pm; 152mg/dl, (B)(6) 2015, 04:13pm; 159mg/dl, (B)(6) 2015, 04:13pm. Adverse event not reported.